Event description:
It is reported that patient underwent right total hip arthroplasty on (B)(6) 2007. It is also reported post op, patient experienced pain. Revision status unknown.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s. The manufacturer did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that the revision surgery is related to the issues for which zimmer implemented a correction in (B)(6) 2008. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. (B)(4).

Manufacturer narrative:
This case was reopened to enter additional information which had been received on april 15, 2014. Now the product was received but the evaluation did not lead to a new conclusion. Since this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced, zimmer (B)(4) will close this case once again.

Manufacturer narrative:
This case was reopened on october 30, 2013 to enter additional information which had been received on october 24, 2013. Since this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced, zimmer (B)(4) will close this case once again.

Event description:
It has now been reported that the patient was revised on (B)(6) 2013. Reason for revision was pain and slightly elevated cocr level. During surgery, the surgeon also diagnosed corrosion and loosening.

Manufacturer narrative:
Additional information was received on june 25, 2015. The visual examination results has been made available. Review of event description: product was implanted on (B)(6) 2007 and revised on (B)(6) 2013 due to corrosion, pain, elevated cocr levels and loosening. Surgical report: the implantation notes of the hip states that the surgery was according to standard protocol. The revision notes of the hip states that: pt was revised due to high cocr/ion release review of surgical report did not lead to new info regarding the reported event. During the visual examination the durom acetabular component presented a dark third body material (could be a result from the alval reaction), the metasul ldh large diameter head presented dark third body material (could be a result from alval reaction), the metasul ldh head adapter presented dark third body material (could be a result from alval reaction) . Minor scratches were also identified on the distal face. The result of the examination did not change the results of the previous assessment in which zimmer implemented a notification in july 2008 as referenced. The distribution of this product was ceased in the meanwhile. Therefore, zimmer (B)(4) considers this case as closed.